Event description:
It was reported that within two days of the implant procedure, the right ventricular lead dislodged. An echocardiogram revealed the tip of the lead was through, but not necessarily past, the apical free wall; it was noted there was no clear evidence of a perforation and there was no effusion. The patient was experiencing intermittent "pulsations" in the lower left chest/costal margin which were correlated by the patient to occur when the lead paced and the patient also noted visible motion/pulsation under the skin. The lead was repositioned and remains in use. The patient was a participant in the product surveillance registry study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).